Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with a mentor smooth round moderate profile 375cc saline breast prosthesis that was suspected to be deflated. A surgeon later examined the left breast and determined that the left breast prosthesis did not deflate but that the left breast pocket opened up and is now too large. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 01-apr-2025, the mentor failure analysis lab received the device for evaluation. Additionally, it was reported that patient underwent explantation on (B)(6) 2025. On 13-apr-2025, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient¿s breast pocket opened up and was too large. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: breast pocket too large. Manufacturer¿s reference number: (B)(4).